Event description:
Siemens healthineers was notified of an issue with the mammomat revelation system. The customer communicated that when they arrived onsite in the morning, they found the protective glass shield on the console had shattered. No injury was communicated to siemens healthineers as a result of this event. It is assumed that in worst-case scenario, a serious injury might occur due to the flying pieces of glass. As of the date of this report, siemens healthineers has not been made aware of any injury that has occurred due to a breaking radiation glass shield, hence the probability for a serious injury to be the outcome is currently assessed with a frequency of inconceivable. However, this issue is reported with an abundance of caution because this event could potentially occur at any point in time with persons nearby.

Manufacturer narrative:
H3, h6: initial actions (corrective and/or preventive): no general problem has been detected for the installed base which requires immediate action. Manufacturer's preliminary results and conclusion: the root cause for the glass shield breakage is currently unknown. The investigation is ongoing. Siemens healthineers will submit a supplemental report to the FDA if additional reportable information is received and/or upon completion of the investigation.